Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for replace battery now. Customer¿s blood glucose was unknown at time of incident. Customer states that they got replace battery alarm without low battery alert. Insulin pump need to be replaced and will not return for analysis.